Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of an amia automated pd cycler set without an alarm during peritoneal dialysis therapy. This event occurred during the initial drain while the patient was connected. The patient stated that they had noticed a space of over an inch of air. The renal therapy service agent (rtsa) explained that they needed to start over with new supplies and discussed continuous ambulatory peritoneal dialysis. The rtsa assisted the patient in ending the therapy. There was nothing found during trouble shooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.